Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was 36 mg/dl. The customer was treated with juice. The customer was experiencing low blood glucose for past two years. After the troubleshooting was done, customer was advised that the device is working as designed . The customer was advised to talk to his healthcare provider about the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.